Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2019-00459, 0001822565-2019-02658, 0002648920-2019-00460. Concomitant medical products: tibia cemented 5 degree stemmed right item# 42532007502 lot# 62824661 articular surface fixed bearing posterior stabilized (ps) right item# 42522400811 lot# 62706168, all poly patella cemented 35 mm diameter item# 42540000035 lot# 62807681. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a surgical washout of wound approximately three weeks post implantation. About two and a half weeks later the patient reported increased pain and swelling. The patient continued on antibiotic treatment and this event resolved. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra op complications in initial surgery. Hemarthrosis with infection. Pain and swelling increased leading to customer dissatisfaction. The wound required a surgical washout and antibiotic treatment for the infection. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Per persona the personalized knee system package insert; pain, swelling, infection and delayed wound healing are known potential adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.